Manufacturer narrative:
The device is undergoing an evaluation, but has not yet been completed.

Event description:
Found during in-house testing: system crash with an exception after abrupt shutdown.

Manufacturer narrative:
This supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00094) submitted in 2016 did not go through correctly. Correction: correct the brand name of the device (see section d1), correct the date received by manufacturer (see section g4) additional information: additional event information (see section b5), update the device available for evaluation (see section d10), update the manufacturer's contact information (see section g1), update device evaluated by manufacturer (see section h3), and provide evaluation codes (see section h6). The device referenced in this report was not evaluated; therefore, the investigation of the device could not be performed.

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00095) submitted in 2016 did not go through correctly. Additional information was received and it was reported that during an in-house study, the imaging crashed when the user increased the probe temperature to 41 degrees (in hyperthermic) using the v7m probe. There was no patient involved during the study. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: during the investigation, the most probable cause for the customer issue was determined to be a software error. Inside the v7m tee transducer, there is a thermistor which is used to estimate the temperature at the face of the transducer. Due to a technical limitation of where the thermistor is placed inside the transducer, the temperature of the transducer face must be estimated based on the temperature measured at the thermistor. The estimated transducer temperature is a function of the environmental temperature, i.e. The temperature of the patient. For the v7m transducer, there are two selections for patient temperature that are used to estimate the transducer temperature: "normal" and "hyperthermic". "Normal" patient temperature is used for typical patients, and "hyperthermic" is used for patients with elevated body temperatures. In the software, an upper temperature limit is set to disable imaging when the transducer reaches the temperature limit. This prevents the transducer from further heating beyond that temperature, as it is the transducer transmitting that is the cause of the transducer heating. In this particular workflow, the software does not correctly switch to use the "hyperthermic" estimate of patient temperature when the user switches to the "hyperthemic" setting. The software is still using the "normal" patient temperature setting to compute the limit for turning off transmitter. Hence, it is halting imaging at a lower temperature than it should. The rest of the software is working as expected for the "hyperthermic" setting and so all other functionality is available. This issue is resolved in the release of software verison vb10d.